Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed leaking from the fibers below the header and flowing into the arterial coupling. Estimated blood loss was 250cc's. Nurse stated that no medical intervention was required after that incident. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.